Event description:
The customer reported that the system showed signs of continuing to emit x-rays when the button was released. There is no report of pt injury.

Manufacturer narrative:
No conclusion can be drawn as repair information is not available. This malfunction may have resulted in a possible accidental radiation occurrence.